Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 486 mg/dl due to the tubing being torn by the belt clip. Customer was not happy with the design advised of tubing getting caught numerous times in the clip and her getting a no delivery. Customer declined to troubleshoot for issues thinks issues in the belt clip. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing.